Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with palpitations. It was noted that the cardiac resynchronization therapy defibrillator misdiagnosed a supra ventricular tachycardia as a ventricular tachycardia. Review of egms revealed that there was of atrial undersensing due to post-ventricular atrial blanking. The patient did not receive inappropriate therapy. The device was reprogrammed. The patient was stable.